Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the staff was unable to obtain pulses in the impella leg. There was concern for limb ischemia. The plan was to escalate to an impella 5.5. The patient also had pink urine, and there was a concern for hemolysis. The device was noted to be deep and repositioned under ultrasound. The following day, the impella was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-7 at 3.2l/min as intended. Hemolysis and limb ischemia may be influenced by patient-specific factors such as critical illness, underlying cardiac and vascular dysfunction, hemodynamic instability, and potential device position.

Manufacturer narrative:
B5: additional event information received.

Event description:
Additional information received from the complainant reporting the hemolysis was resolved once the impella 5.5 was placed.

Manufacturer narrative:
Corrected information has been provided in d1. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Miwb/hemolysis: the cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis. Device in wrong position: the cause of position issue was not determined due to insufficient clinical details and no product was returned.